Event description:
Patient underwent orif in 2012 of the left tibia & fibula. Approximately twenty two (22) weeks later, radiographs identified a non-union with failed hardware (6 hole plate). The plate was removed three (3) weeks after radiographs identified a non-union with failed hardware (6 hole plate).what was the original intended procedure?orif left tibia and fibula.